Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be confirmed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced just outside of the nozzle tip. No damage observed. One haptic is broken/torn and is present in the nozzle tip. The remaining lens not returned. The lever is moving freely. The device is taken apart for further testing. No damage was observed to the internal parts of the device; the device was reactivated and the plunger advanced with no issues. No root cause identified. No damage was observed to the internal parts of the device; the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the lens advanced too quickly and the device was defective. There was no patient contact. Unspecified new lens was used. Additional information was requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).